Event description:
Had candela vbeam preformed by a dr. After procedure, I suffered immense swelling on right side of face. It has been 3 months and I still have serious residual swelling with edema. I went to dr for skin reguvenation. She said vbeam would be her choice. I have since gone back to her, and she gave me antihistamines and told me this should resolve. I have gone to another dr and what I have is scarring dermal and edema. I am very worried this is permanent as I am seeking another opinion. Dates of use: 2008. Diagnosis or reason for use: skin reguvenation.